Manufacturer narrative:
Device location is unknown.

Event description:
A company representative reported that patient was revised to address a tritanium pl cage which backed out approximately six weeks post-operatively. The patient also reported experiencing pain.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was discarded by the hospital. Device history records were reviewed for the reported lot number, no relevant manufacturing issues were identified. A review of complaint history associated with the subject catalog number was performed and no adverse trends were observed. Review of provided x-ray confirms that the cage is posterior to the disc space where it should be located. It was unable to be determined where the cage was initially placed as no immediate post-op x-rays were provided. Follow up communication with the field confirms that the device was implanted on (B)(6) 2022 and the patient was revised on (B)(6) 2022. The patient did not experience any post-op trauma, the post-op activity level is unknown and it was further reported that the patient has soft bone. Stryker es2 screw and rod system was used for fixation, it is unknown if fusion occurred or not, although complete fusion is not expected at 2 months post-op the most likely cause of the reported event was unable to be determined with the information provided. Without an immediate post-op x-ray the initial location of the implant and degree of migration cannot be determined. Additionally, it is unknown what the patient¿s post-op activity level was. The patients soft bone quality may have contributed to the event but cannot be determined conclusively. H3 other text : hospital discarded device.

Event description:
A company representative reported that patient was revised to address a tritanium pl cage which backed out approximately six weeks post-operatively. The patient also reported experiencing pain.